Event description:
It was reported that the device exhibited an occlusion alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. D4: UDI number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Review of the event history logs confirmed the occurrence of the high-pressure alarm seven times during pump operation. Functional testing was performed but the reported issue could not be replicated; the occlusion detection level of the downstream occlusion (dso) sensor was within the standard. The root cause of the issue could not be determined. No further action was taken as all functional testing passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.